Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. A 0165 competitor implantable lead, (B)(6) 2006. A 3830 implantable lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that seven days after implant of the device a hematoma of the pocket developed. The hematoma was evacuated and medication was prescribed for the patient. The device and leads remain in use. The patient is enrolled in the alternate site cardiac resynchronization study. No further patient complications have been reported as a result of this event.